Manufacturer narrative:
No patient demographics provided. Service was dispatched. Beckman coulter field service engineer (fse) resolved the issue by recalibrating with a new bottle of calibrator. It was not confirmed if the issue was resolved by recalibrating, or if it was the bottle of calibrator. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer's au480 clinical chemistry analyzer system generated erratic critical high and critical low creatinine (cre) results that were normal when repeated from fifteen (15) patient samples. The customer stated that some patients had their chemotherapy doses adjusted due to the erroneous result. Customer stated quality control (qc) prior to the event was within lab-established ranges. Qc was not run after the event. The customer has no information if there was any harm to the patients.